Event description:
Device did not function as expected. The customer reported that, while using simplex with tobra, simplex was set after 8 minutes instead of 12 minutes. The customer reported that the room temperature was as usual.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 23 events associated with this event type (device did not function as expected) and product code lod.